Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems corp. (Omsc). As a result of the evaluation, the following was confirmed. -there was no abnormality in the appearance that can be visually confirmed. -omsc checked the device before and after reprocessing, but could not see any blood deposits or air/water nozzle clogging. -after reprocessing, when the device was connected and operated according to the instruction manual, the angulation was insufficient and there was play in the angulation. The device was disassembled and checked, but there were no signs of foreign material on all channels. However, an anomaly was found in the air/water valve attached to the device. From this, it is possible that the liquid flowed out of the air/water channel because the liquid that flowed back into the air/water channel during the procedure could not be removed during cleaning. Omsc surmised that the mechanism of occurrence of the reported event was as follows. -blood and body fluids flowed back into the pipeline of the device during the procedure. -blood and body fluids that flowed back into the pipeline coagulated and clogged. -the pipeline where blood and body fluids coagulated and clogged could not be completely cleaned by cleaning and disinfecting. -although the clogging in the pipeline was not completely cleaned, air bubbles from the distal end and water feeding could be confirmed during preparation for use. (Even if water is being sent, air bubbles may appear for the first few seconds.) -before the procedure, the body fluid in the pipeline was discharged as foreign material from the air/water nozzle. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus service operation repair center, but is planned to be returned to omsc for investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during cleaning after endoscopy, it was found that the air/water nozzle was clogged when it was checked by feeding air and water to see if there was any clogging, with the air/water valve attached. When the dealer representative continued to feed air and water to clear the air/water nozzle clogging, blood that had solidified to some extent came slithering out of the air/water nozzle. In addition, the olympus service representative witnessed and checked how to check for nozzle clogging immediately after endoscopy by the user, and confirmed that the inspection was performed according to the instruction procedure. There was no report of patient injury associated with the event.